Manufacturer narrative:
A2: date of birth: 1945. E1: initial reporter phone: (B)(6). Device history review: a review was completed of the device history records (DHR) for the synergy shield, part # h7493966612300, batch # 0033630250. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could contribute to the event. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed on the device. Media provided by the customer was reviewed by boston scientific medical personnel. Intravascular ultrasound (ivus) demonstrated diffuse, severe calcific disease, stent under sizing and under expansion within a heavily calcified lesion with limited lesion preparation, as well as significant residual plaque burden at both stent edges. The image resolution of the ivus study is limited to reliably confirm or exclude the presence of a proximal stent edge dissection. Based on the material available for review, stent under expansion in the context of severe calcification, limited lesion preparation, and the absence of post-dilation during the index procedure represents a plausible contributing factor to the development of early stent thrombosis. However, due to the limited clinical, procedural, and periprocedural details provided on this case, a definitive conclusion cannot be determined regarding the precise mechanism of thrombosis or the contribution of individual factors. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. Risk review: a risk review performed for the synergy shield device confirmed that the event of 'chest pain' and 'thrombosis, acute (stent/treated vessel/device implant site/device) ' are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information available, boston scientific assigned the investigation conclusion of "known inherent risk of device' as the most probable cause. No device malfunction was reported, and the patient was administered heparin, and their activated clotting time (act) was appropriately monitored prior to the acute thrombosis. Medial review identified stent under expansion consisted with severe calcification present. Additionally, media review noted limited lesion preparation and the absence of post-dilation, which could be contributing factors to the development of early stent thrombosis; however, this could not be conclusively determined. Chest pain and stent thrombosis are both listed in the product's instructions for use (IFU) as known adverse events associated with device use.

Event description:
It was reported that the chest pain and acute stent thrombosis occurred. A 3.00 x 12mm synergy shield drug-eluting stent was deployed at 16 bar for 8 seconds in the medial segment of the left anterior descending (lad) artery. Despite appropriate monitoring of act (activated clotting time) and administration of heparin, the patient developed severe chest pain and acute stent thrombosis immediately after completion of the procedure and required re-intervention. Percutaneous coronary intervention (pci) was performed; however, no further information is available.

Manufacturer narrative:
A2: date of birth: 1945. E1: initial reporter phone: (B)(6).

Event description:
It was reported that the chest pain and acute stent thrombosis occurred. A 3.00 x 12mm synergy shield drug-eluting stent was deployed at 16 bar for 8 seconds in the medial segment of the left anterior descending (lad) artery. Despite appropriate monitoring of act (activated clotting time) and administration of heparin, the patient developed severe chest pain and acute stent thrombosis immediately after completion of the procedure and required re-intervention. Percutaneous coronary intervention (pci) was performed; however, no further information is available.